Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to component wear. UDI: (B)(4).

Event description:
It was reported from russia that during service and evaluation, it was determined that the battery handpiece device had a sticky trigger, cosmetic damage, jammed/seized, illegible etch, moving parts do not move smoothly, would not hold/secure battery and would not run. It was further determined that the device failed pretest for general condition, marking and labeling, leakage test, check for mechanical free moving, check for sticky triggers, check roundness of the housing, check falling out protection (steel ring) and check function of the device. It was noted in the service order that the device had an unspecified malfunction. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, an additional report will be submitted accordingly.